Event description:
A report was received that the patient was explanted due to experiencing discomfort at the lead site. The pain that the patient was implanted for has resolved itself and the device was explanted. The patient is reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial#: (B)(4), description: precision implantable pulse the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that during visual inspection of the leads revealed that it was cleanly cut approximately 19 inches from the distal end. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. Device evaluation indicated that the ipg passed visual, performance and electrical imaging tests performed. The ipg was analyzed and passed all tests. Therefore, the ipg exhibits normal device characteristics.

Event description:
A report was received that the patient was explanted due to experiencing discomfort at the lead site. The pain that the patient was implanted for has resolved itself and the device was explanted. The patient is reportedly doing fine following the procedure.